Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2. Supplemental sent to correct omitted information from previous follow-up #1. The lay user/patients test strips had been returned and evaluated by lifescan product analysis however these results were not reported. The MFR narrative should include the text: the test strips passed testing and the reported issue could not be confirmed. In addition a secondary issue was noted; the test strips were found to have results above range when tested with control solution. Appropriate evaluations codes have been included in this pi. The alert date for follow-up 1 should read (B)(6) 2015 and the device returned to MFR date 11/06/2015.